Manufacturer narrative:
E.1: initial reporter facility name: (B)(6) hospital, (B)(6) medical center.h.6. Investigation summary: catalog # 445870, s/n (B)(6) . The customer reported that false negatives were occurring. Through phone support it was discovered that the customer used mycoacid and the samples had become contaminated. It was explained to the customer that mycoacid and sputamentosol cannot be used on liquid media or agar media, and the customer understood. The service max case was closed. The root cause cannot be determined. There was no malfunction of the instrument reported and as such this is an unconfirmed complaint. Review of the device history record for instrument s/n (B)(6) . Is not required because this complaint does not allege an early life failure or failure at installation and the instrument has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for the instrument and no recent additional work orders were observed for the complaint failure mode reported. No samples or parts were expected to be returned for this complaint and thus, a returned sample analysis is not required. Bd quality will continue to closely monitor for trends associated with results related complaints. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported that while using the bd bactec¿ mgit¿ 960 system that there was false negatives. No patient impact.